Event description:
It was reported that low flow controller software update was requested for a patient with persistent low flow alarms. The patient had mildly reduced cardiac index. They had mild aortic insufficiency (ai) at low speed and mild moderate ai at high speed. The inflow cannula is directed toward the mid cavity septum and not in direct lying with the mitral valve. There was no evidence of outflow cannula obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of inflow cannula malpositioning and low flow alarms could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of aortic insufficiency and mitral regurgitation could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. The IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Additionally, the IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting" address all system alarm conditions, including low flow hazard alarms, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including low flow hazard alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a low flow controller was requested for a patient with persistent low flow alarms. It was noted that a computed tomographic angiography (cta) was performed and revealed that the inflow cannula was directed toward the mid-cavity septum and was not in direct alignment with the mitral valve. There was reportedly no evidence of outflow cannula obstruction. A cardiac catheterization was performed and revealed the patient had mildly reduced cardiac index, as well as mild aortic insufficiency (ai) at lower pump speeds and mild to moderate ai at higher speeds. Trace mitral regurgitation was also noted. The account reported that the ai was not a pre-ventricular assist device condition. According to the account, the patient was changed to a low flow controller with a threshold set to 2.0 liters per minute (lpm) and the low flow alarms resolved. The patient was doing well as of (B)(6) 2023 with no further alarms noted.